Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. A root cause could not be identified. Based on the results of the investigation, it is likely that improper reprocessing of the device led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope jet channel had foreign material. There was no patient involvement.

Manufacturer narrative:
Update: h4 - device mfg date.

Event description:
No additional information received from the customer.